Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, when the biosure screw sealed package was opened, no screws were found inside. The procedure was successfully completed using a back-up device, a delay greater than 30 minutes was reported. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. A visual inspection revealed a smith + nephew box, IFU and chart stik label sheet were returned with an empty, open foil package. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging sequence found that the operator should insert the device into paper carrier and then place the product into the pouch before sealing. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. No containment or corrective actions are recommended at this time.